Event description:
This is filed to report a curve in the shaft that was unable to straighten it was reported that on (B)(6) 2022, a mitraclip procedure was performed for degenerative mitral regurgitation with grade of 4. During advancement of the delivery catheter (dc) handle, the shaft appeared to have a "set in" curve that would not straighten out. Multiple attempts were performed for a 1.5 hour before deciding to use another clip. Another ntw was used with no reported issue. Reducing mr to grade of 2. The delay in the procedure did not result in adverse patient effects. No additional information was provided.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information and without the device to analyze, the cause of the reported deformation due to compressive stress (shaft) was unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.